Manufacturer narrative:
Per good faith effort (gfe), it was confirmed that the battery has been ordered but has been back order. Further attempts were made for the repair, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the manufacturer's field service engineer (fse) on the v60 indicating that the device is not holding charge. It was reported there was no patient involvement at the time the issue was discovered.the investigation is ongoing.